Event description:
It was reported that the customer's blood glucose was 213 mg/dl. Caller stated that the customer's insulin pump was not working correctly, it was alarming motor error during manual prime. Nothing further was reported.

Manufacturer narrative:
Insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted. Unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. Minor scratched display window, scratched case and cracked reservoir tube lip noted. Received without belt clip. Unable to verify damage to belt clip. No damage noted on belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.